Event description:
It was reported to philips that the wired foot pedal was not working. The device was in clinical use during this issue occurrence. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.